Event description:
Related manufacturer reference numbers: 1627487-2019-04418; 1627487-2019-04824; 1627487-2019-04826; 1627487-2019-04827.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 1627487-2019-04418, 1627487-2019-04824, 1627487-2019-04826, 1627487-2019-04827. It was reported the patient experienced ineffective therapy after a fall. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the drg system was explanted.